Event description:
It was reported that the patient went into cardiac arrest and was shocked with automated external defibrillator x1 and received bystander cardiopulmonary resuscitation (CPR). The patient was intubated in field and taken to cath lab emergently. Local team called for impella cp placement. While on support the patient had episode of ventricular fibrillation (vf) requiring CPR and defibrillation x1 and amio bolus and drip. Echo was done post-code and impella measure slightly shallow so the doctor repositioned at bedside. Arrhythmia not thought to be related to impella per the doctor. The patient had another episode of vf requiring defibrillation x1 and lidocaine drip started.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation summary: ppae (ventricular fibrillation): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1982197. Device history batch: subcomponent: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.